Event description:
It was reported that approximately 34 months post implant of a bifurcated device a computed tomography (CT) scan revealed the sac has increased, and a potential unknown endoleak at the proximal portion of the bifurcated. On (B)(6) 2014 a secondary procedure was done, and the physician implanted a suprarenal aortic extension to seal the endoleak, and presented with good seal angiographically. Patient is doing well, and the physician has plans to review and evaluate the patient in 1 to 3 months.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: pre index, there was evidence of gas within the sac, without stranding or aoritis. There might have been evidence of a procedure related complication of a right groin hematoma/seroma, or lymphocele two months post index. There was evidence of an endoleak type ii from a segmental renal artery, as well as an inferior migration of the aortic extension. Based on the review of the information, evidence of an endoleak type ia was found, which was successfully treated during the secondary intervention. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the exact root cause could not be determined based upon available information. However, patient's anatomy (evidenced by the endoleak type ii from a segmental renal artery) and disease progression or aortic remodeling and might have contributed to this event.